Event description:
It was reported that this right ventricular (rv) lead exhibited noise and loss of capture (loc). A lead fracture was suspected. The rv lead was explanted and replaced. No additional adverse patient effects were reported.